Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable at this time.

Event description:
The customer reported that the system displayed a fast stop activated error message. This error message will cause the system to shutdown. There is no report of pt injury associated with this event.